Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage could not be confirmed as no images were submitted and no product was returned. A specific cause for the reported superficial driveline damage could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for mlp-014394 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) and hm3 lvas patient handbook contain information regarding driveline care and instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noticed that the driveline at the exit site had a 2 centimeter long cut. Both the silicone layer and the kevlar part of the cable were affected. The driveline was fixed and wrapped with rescue tape.